Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had initial si joint pain relief before complaining of radicular pain. The surgeon determined that the most superior positioned implant had breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the superior positioned implant and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.